Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient met with a manufacturer's representative (rep) at their hcp office and they tested and turned stimulation on. The patient stated that they can only get it working on b and everything they tried goes up in their ribs, but they were able to do one program that goes from the top of their knee to the top of thigh, so that was tried. The patient was sent to a specialist. The patient tried to leave the stimulation on, but shut it off as it was irritating everything. No further complications were reported or anticipated.